Event description:
It was reported that the customer had a motor error alarm occur with their insulin pump. Customer's blood glucose level was not reported. Product is being replaced. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, no delivery and motor tests. The motor passed the motor test. There was no motor error alarm noted. The unit was received cracked case at display window corner, and reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).